Manufacturer narrative:
The device was evaluated by resmed technical service. A review of the downloaded device log showed that an incorrect circuit alarm was triggered in the device. The device was returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported alarm indicating an incorrect patient circuit was confirmed. The investigation identified the root cause of this alarm as water ingress on the outlet flow senser and a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
(B)(4).